Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # m110603aac and # m110603aaf. Expiration date for lot m110603aac is 5/1/2009. Expiration date for lot m110603aaf is 11/1/2008. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007: MRI: some scar tissues present (B)(6) 2007: pre and postoperative diagnosis: l3-s1: ddd with discogenic low back pain; recurrent l5-s1 stenosis, uncontrollable pain post surgery , valium was given and pain was controlled, high temp, numbness two fingers on left hand (ring and pinky finger) (B)(6) 2007: discharge diagnoses: status post l5-s1 diskectomy, degenerative disk disease, l3-s1, with low back pain (B)(6) 2007: post surgery 3 months, patient doing well (B)(6) 2007: doing well with some soreness in his back (B)(6) 2009: some minor weakness in the lower extremities, patient noticed decreased in sleep, appetite, and physical activity